Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a dim display issue. There was no allegation of an adverse event. This complaint is being reported as the issue may result in inaccurate delivery if the screen cannot be safely read.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: the display was dim and discolored.